Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at nominal pressure. There were no patient complications as a result of this event. It was further reported that the target lesion, exhibiting 70% stenosis, was located in a vessel with moderate tortuosity and moderate calcification. The balloon was inflated once, and the procedure was completed using another device of the same type.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at nominal pressure. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at nominal pressure. There were no patient complications as a result of this event. It was further reported that the target lesion, exhibiting 70% stenosis, was located in a vessel with moderate tortuosity and moderate calcification. The balloon was inflated once, and the procedure was completed using another device of the same type.

Manufacturer narrative:
The device was returned for analysis. Upon visual inspection, it was determined that the balloon was not folded, suggesting that it had been subjected to positive pressure. A longitudinal tear measuring approximately 75mm in length was identified in the balloon material, extending from 8mm proximal to the proximal marker band to 6mm distal to the distal marker band. No damage was observed to the tip of the device during the visual examination. Additionally, a combined visual and tactile inspection revealed no kinks or damage to the shaft of the device. Both marker bands remained undamaged and were still present on the shaft.